Manufacturer narrative:
(B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that patient developed infection and bone loss around implant svh13. Tooth site # 12.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. D10: device availability was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date h6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The product was returned and the reported events infection and bone loss are not confirmed due to the nature of the events and lack of definitive evidence. The reported events could not be recreated due to the nature of the events (infection and bone loss).the complaint is not related to the functional performance of the device. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to relay.